Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury. In this case, there was no reported device malfunction associated with the clip delivery system (cds). Based on available information, the reported tissue injury appears to be related to a combination of challenging patient anatomy and procedural conditions (preexisting degenerative changes worsened due to the grasping attempt, preexisting very frayed leaflet). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 degenerative mitral regurgitation (mr), myxomatous leaflet material, frayed anterior and posterior leaflet, prolapsed anterior leaflet , indentation posterior leaflet central-medial for a mitraclip procedure. During the procedure, a floating structure was observed on the posterior leaflet following two grasping attempts. According to the physician, preexisting degenerative changes were exacerbated by the grasping maneuver, with the leaflet tissue already noted to be significantly frayed prior to the procedure. The clip was implanted at anterior and posterior leaflet 2(a2p2). The mr was reduced to grade 1 post procedure. There was no clinically significant delay.